Manufacturer narrative:
The complaint states procedure: revision of left hip due to lysis and pain. Surgeon has removed and replaced the components. The aml clrmma prox pc 10.5 (code 135612000, lot 822930) is still in situ; this code is not recognized by synergy. Primary procedure was on (B)(6) 1995 by dr (B)(6) at (B)(6) hospital. It should be noted the implants were in situ for approx. 10 years. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Procedure: revision of left hip due to lysis and pain. Surgeon has remove and replaced the components. The aml clrmma prox pc 10.5 (code 135612000, lot 822930) is still in situ, this code is not recognized by synergy. Primary procedure was on (B)(6). Photograph is available. (B)(6).